Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a pump pocket infection. The patient received antiobiotics and an exist site debridement which did not clear the infection. The patient received a heart transplant on (B)(6) 2014.